Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped multiple times and the touchscreen is now cracked and delayed when responding to presses. Reportedly, the customer has to press buttons multiple times for the pump to respond. Customer's blood glucose level was not impacted. It was indicated that the customer has a back up method for continued insulin therapy.